Manufacturer narrative:
Discovery of iui corrosion.

Event description:
It was reported that a magnesium sulfate (4 grams in 100 bag, premix) infusion was programmed at a rate of 75 ml/hr in the ICU.. Approximately 2 min later the pcu "acknowledged that the channel disconnected, and communication lost" however for a minute and 15 seconds the pump displayed a no communicating alarm the same alarm occurred when the nurse moved the IV pole, or lightly bumped the alaris pump. The rn hit the reset button which ended the alarm and the flashing alarm light. The channel digital display read ¿not communicating¿ and remained silent; although the infusion continued to infuse. After the device was turned off and disconnected, it was turned on and reset. The pump appeared to be functioning without problems. The amount of time the pump ran with the 'not communicating' message was approximately 5 seconds. There was no report of patient harm. The event logs revealed that the ¿button presses/door opening and closing" until the pump was power-cycled (i.e. Removed and reconnected back to the pc unit). At this point, the pcu recognized the pump again: the previous set up was chosen for the infusion, and the infusion continued to infuse for about 20 minutes before it was powered down. The facility went live with upgrade to software version 9.33, date not provided.

Manufacturer narrative:
The customer¿s experience of the pcu ¿acknowledged that the channel disconnected, and communication [was] lost¿ during an infusion was confirmed. Physical inspection showed that front cover has a slight indent in the bottom left quadrant of the display panel cover. The review of the pcu error log showed no errors or malfunctions on the reported incident date of (B)(6) 2018. The pcu event log recorded pump module sn: (B)(4) was attached to the pcu sn: (B)(4) on the ¿ICU/ed/pacu/tele¿ profile on (B)(6) 2018 at 11:52:38 am. The pump module was programmed with a primary infusion of drug ID = 1 (...maintenance ivf) at a rate of 10ml/hr with a vtbi of 10ml. At 11:53:56 am, a secondary infusion was programed with drug ID = 253 (magnesium sulfate) at a rate of 75ml/hr, vtbi of 100ml, and a dose of 4 grams. The secondary infusion began at 11:55:14 am and at 11:44:15 a pvi of 0.382ml and svi of 0ml was recorded in the logs. At 11:55:38 am, ac power was lost, and dc power started. Ac power then resumed two seconds later at 11:55:40 am. Approximately two minutes later at 11:57:28 am, a channel disconnect occurred and indicated the unit was removed; soft key 14 was pressed to confirm the channel disconnect alarm. The lvp reconnected and at 11:58:51 am the log indicated a pvi of 0.382ml and svi of 2.7ml. The pump was reselected at 11:58:54 am, the primary IV settings were restored at 11:59:00 am (key press), and the lvp was channeled off at 12:18:38 pm. The final pvi = 3.622ml and the secondary remained at 2.7ml. Functional testing identified no anomalies. The root cause of the customer's report was not identified.

Event description:
It was reported that a magnesium sulfate (4 grams in 100 bag, premix) infusion was programmed at a rate of 75 ml/hr in the ICU. Approximately 2 min later the pcu "acknowledged that the channel disconnected, and communication lost" however for a minute and 15 seconds the pump displayed a no communicating alarm the same alarm occurred when the nurse moved the IV pole, or lightly bumped the alaris pump. The rn hit the reset button which ended the alarm and the flashing alarm light. The channel digital display read ¿not communicating¿ and remained silent; although the infusion continued to infuse. After the device was turned off and disconnected, it was turned on and reset. The pump appeared to be functioning without problems. The amount of time the pump ran with the 'not communicating' message was approximately 5 seconds. There was no report of patient harm. The event logs revealed that the ¿button presses/door opening and closing" until the pump was power-cycled (i.e. Removed and reconnected back to the pc unit). At this point, the pcu recognized the pump again: the previous set up was chosen for the infusion, and the infusion continued to infuse for about 20 minutes before it was powered down. The facility went live with upgrade to software version 9.33, date not provided.